Event description:
It was reported that undersensing was noted on the atrial electrograms (egm) and the right ventricular (rv) lead thresholds had gradually increased. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.